Event description:
It was reported that the patient had a suspected infection at the incision site. The was placed on antibiotics. Additional information was received that the patient had an infection at the midline and pocket incision site with noted symptoms of low fever. The physician believed that the infection was not device or procedure related. The patient was placed on broad spectrum and IV (intravenous) antibiotics.

Event description:
It was reported that the patient had a suspected infection at the incision site. The was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7075630, UDI: (B)(4).

Event description:
It was reported that the patient had a suspected infection at the incision site. The was placed on antibiotics. Additional information was received that the patient had an infection at the midline and pocket incision site with noted symptoms of low fever. The physician believed that the infection was not device or procedure related. The patient was placed on broad spectrum and IV (intravenous) antibiotics.